Manufacturer narrative:
Incidental findings: cosmetic damage to the outer silicone jacket was observed at the terminus of the metal connector bend relief. No damage to the underlying wiring was observed. Transient elevations in pump power and calculated flow were observed during log file review. Manufacturer's investigation conclusion: the reported low speed and pump stoppage events were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log files contained data from 24dec2019 through 30jan2020. The log file captured a low speed advisory alarm on (B)(6) 2020 at 01:36:21 which was immediately followed by a pump stoppage event with corresponding hazard alarms for low speed and low flow. All low speed and pump stoppage events occurred while the system was supported by the power module. No other atypical alarms or events were captured. The patient underwent an external driveline repair on (B)(6) 2020. Approximately 19" of the driveline (s/n (B)(6)) was returned. The proximal 5¿ of the driveline was returned with the silicone jacket and clear bionate layer removed and the metal braided shield pushed back distally. The metal connector pins and bend relief were unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layer was darkly colored but was otherwise in good condition and appeared unremarkable. Breakdown of the metal braided shield was observed at and approximately 2.5¿ from the metal connector. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline which exposed the metal conductors. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported alarms were observed and there was concern for driveline wire for short-to-shield. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. The patient was provided an ungrounded power module patient cable. On (B)(6) 2020, tech services arrived onsite for external percutaneous lead (driveline) replacement. The perc lead replacement performed approximately 3 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No further information was provided.